Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a critical pump error on the screen. The customer¿s most recent blood glucose was 6.3 mmol/l. They also reported that on (B)(6) 2017 the edges of the insulin pump¿s screen looked hazy. There was moisture behind the screen. They did not see any physical damage on the device. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.